Event description:
I used sea-bond pads first for 3months in 1999, when I got my denture. I started to feel light headed, headache and feeling very weak. I had to stop using it. I started to use fixodent in 1999. In 2009, I started having numbness and tingling in hands and foot. Very light headed headache. In 2005, diagnosed with hypertension, depression, diabetes, and sometime blood low. I also have dizziness in head. Dose or amount: 1. Denture cream, frequency: once daily, route: oral. Dose or amount: 2. Denture pads, frequency: once daily. Route: oral. Dates of use: 1. 1999 - 2009. 2. 1999 - 2000. Diagnosis or reason for use: 1. Denture adhesive cream. 2. Denture adhesive pads. Event abated after use stopped or dose reduced: 1. No, 2. No.